Event description:
Per independent repair center statement, the irc5p concentrator was alarming (red light). The key failure was the 4 way valve not shifting. Additional issues are power switch short circuit, manifold leaking hose, poppet valve solenoid stuck and manifold o-ring leaking.